Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and did not confirm the reported issue. No parts were replaced. The fse backed up logs and rechecked connections. The system was booted three times with no issues. Later, on 8th august 2023, it was reported that the system did not boot up. The flex vision pc was replaced, and the system was returned to use in good working. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the allura system did not start up and got stuck at 00:00. The system was restarted 3 or 4 times which resolved the issue. Philips has started an investigation of this complaint.